Event description:
Resident was found by nursing staff underneath elect. Scooter. Gown was caught on r wheel. The scooter had pulled resident out of chair and ran on top of their due to part of gown caught on l hand joystick. Wheels were still running on top of resident. Motor was shut off by nursing staff. Gown was cut away due to choking around neck. Resident was cyanotic in color but still breathing. R arm had been caught up inside the wheel fender causing multiple fx l arm, shoulder dislocated.